Event description:
On 06-may-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels greater than 401 mg/dl. The user experienced slurred speech and was transported by ems to the emergency room, where treatment included IV fluids. The user was treated and released the same day and resumed ilet therapy following discharge.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency medical intervention while on ilet therapy. Severe hyperglycemia requiring ems transport and treatment with IV fluids is consistent with the reported emergency room visit. Engineering log review was not provided for this event. The user reported that the hyperglycemic event followed a meal announcement and later identified a kink in the inset infusion set tubing. The user reported that the condition resolved following supply replacement and reconnection of therapy. Based on available information, impaired insulin delivery associated with an infusion set occlusion is the most likely cause of the reported hyperglycemic event. No malfunction associated with the ilet pump was identified. If additional information becomes available, a supplemental MDR will be submitted.